Manufacturer narrative:
The sample associated to this report was discarded by the customer. Without the actual complaint sample being returned a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes.

Event description:
Medtronic received a report where it was alleged that prior to use on a patient, the cuff did not inflate. No additional information was provided and the sample associated to this report has been discarded and not available for analysis.